Event description:
Tendon stripper was reported to have broken during attempted harvesting of tendon. The surgeon had to make an incision in the leg to retrieve the broken fragment. Procedure was completed using a back-up device. No pt injury was reported as having resulted from this situation.